Event description:
Won't change images happened during case-problem reported by dispatch. Talked to rep from biomed, he stated that during the exam, the unit indicated that it was fluoring, but the fluoro image monitor was not displaying live fluoro. The technologist was also experiencing bootup problems after rebooting the unit. Possible problem with the rtos cpu.

Manufacturer narrative:
The service rep ordered new rtos. Unit ok to use. He also installed new rtos cpu. Checked the unit operation by testing and assuring that all system functions were operating properly. Unit working as intended.